Event description:
New information received notes that the right atrial (ra) lead noise was oversensed and resulted in inappropriate mode switch episodes.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise. The noise was reproducible. No changes or interventions were reported. The patient was in stable condition.